Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance. This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet and requested to return the device, noting issues with diet, meal announcements, and cgm target settings, and indicating no desire for additional training. Symptoms included hypoglycemia. Outcomes included no hospitalization, no emergency care, and no device alarms. Investigation included review of the complaint details and user-reported use patterns. Investigation of this case revealed no device alarms or malfunctions and suggested user-related factors, including meal announcement practices and cgm target management, as potential contributors, while the precise cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear.